Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the serter does not release the infusion set, it pulls site out. Customer's blood glucose was 146. Customer reported the issue has been continues. No further information reported.